Event description:
A consumer reported that her eight-year-old daughter received third degree burns to her thighs and stomach area from the hot water that spilled out of their vicks steam inhaler during use. The consumer alleged that during use the device suddenly released steam, resulting in injuries which required extensive medical treatment, including hospitalization, skin graft surgery, and follow up care. The instructions for proper use have clear warnings that state "the appliance should not be left unattended. Keep out of reach of children", "the appliance should always be placed on a firm, flat waterproof surface", "caution: do not place on lap or lift in your hands while in operation and if the unit still contains water" as well as, "never move the appliance while in use. It can spill hot water if tilted or tipped over causing injury."